Manufacturer narrative:
(B)(4). A partial lead was turned in four segments for analysis. External insulation abrasion was noted at 13.1-15.2cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe were abraded at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic due to suspected noise on both device and rv lead. The device and lead were explanted and replaced. During the procedure, an insulation breach was observed. Externalization was noted on proximal portion of the lead. No other electrical issues were detected. Possible lead-on-can abrasion. The patient was fine after the procedure.